Manufacturer narrative:
A limited number of printouts from the programmer were delivered to ts for review. An examination of the printouts found that daily measurements were no included. The arrhythmia logbook lists 3 episodes from (B)(6) 2014. Ts noted that the episodes may not be available for viewing from the device. The episodes may have been overwritten by subsequent episodes recorded post-mortem in (B)(6) 2014. The last device check occurred on (B)(6) 2013 and demonstrates measurement values that were stable and were within acceptable ranges. No subsequent daily measurements are provided, which would have been recorded from the last follow-up to the date of death, so approximately 2 months. The device triggered end-of-life (eol) on (B)(6) 2015; therefore, therapy would have been available on the date of death. The returned data is limited and does not provide a complete picture of device function on the date of death, including episodes listed in the arrhythmia logbook and daily measurements from (B)(6) 2013 to (B)(6) 2014. Additional testing could be performed if the device is returned to boston scientific for detailed laboratory testing. However, there is no evidence to suggest that the device did not operate as expected and programmed. Boston scientific received information on (B)(4) 2016 from a legal firm who alleges that this device's defective design and manufacturing caused this patient to suffer a cardiac event and premature death. On (B)(4) 2014, the family had the device tested at the patient's cardiologist's office. The test revealed that the device was not functioning on the date of death. To date, the device has not been returned to boston scientific for laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in early-april 2015. According to the local representative, the mother had reported that her daughter, implanted with this boston scientific device, had died. According to the ndi and tlo databases, the patient died on (B)(6) 2014. The family's medical history is significant for long q-t syndrome. The mother, son and grandmother had been presented to the hospital's device clinic to have their implanted devices checked. The mother had possession of the explanted device and asked that the device be interrogated. Additionally, the mother had asked if this device was included in any advisory. Ts was contacted and the mother was informed that this device was not affected by a current product advisory. The clinic nurse and a competitor local representative interrogated the device and reported that there were no episode on the date of death. Additionally, there was one episode the following day when the device was explanted post-mortem. A boston scientific representative contacted ts again after further discussions with the mother of the patient. The boston scientific representative re-iterated that there were no stored episodes from the date of death. The device's tachycardia mode has been programmed off post-mortem ((B)(6) 2014 from returned parameter report) but bradycardia pacing was left programmed on. The battery status indicator is at end-of-life (eol) but is not in storage mode. It appears that the medical examiner mentioned to the family that the cause of the patient's death was not identified and that the patient's death and device should be investigated. The family member was informed that the device should be returned for laboratory testing. The local representative offered to return the device but the family member declined the offer.